Event description:
Nursing assistants were in process of putting resident to bed when geri-chair that she was sitting in broke into 2 pieces causing resident to fall onto floor. Hard plastic grate under seat cushion and plastic bar to front underside of seat split in half causing arm portion of chair to fall away. Resident was examined in ER and found to have contusion of right shoulder. X-rays reveal no fracture and she was returned to facility after evaluation.